Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported that they had a scary thing happen when they were at the airport yesterday, and they put her through the wrong x-ray machine. Patient set everything off, patient's feet froze for a couple of seconds when they were sitting in a wheelchair, and when patient got home and tried to use the patient programmer, the screen was dark. Patient stated that their symptoms seem to be alright today. Security screening gate information was reviewed for the patient. No further patient complications were reported/ anticipated as a result of this event.